Manufacturer narrative:
The ge service representative performed an on site investigation. The service rep replaced the ps1 mainframe. The system operates as intended.

Event description:
It was reported that the 9800 system locked up during a case. The customer removed the system from the room and used another 9800 c-arm.